Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump did not recognize the power source. There was no impact to the customers blood glucose level. It was indicated that the customer would use backup pump as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.